Event description:
It was reported that the healthcare professional (hcp) inquired about the hyperbaric oxygen therapy (hbot) rating of this pacemaker. Technical services (ts) assessed and indicated that the device model in question was rated for use up to 5.0 atmospheres absolute (ata) when functional. The hcp indicated that the patient stated the device was no longer functional; however, device explantation was considered too high risk. To date, this pacemaker remains in service. No adverse patient effects were reported.